Manufacturer narrative:
It was reported that during a thr surgery, the ceramic liner was noticed broken. The device broke inside the patient, the pieces were recovered using a hemostatic forceps. The affected complaint device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned part confirmed the stated failure. The liner has broken in pieces. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A medical analysis noted that per correspondence, the breakage occurred during the primary procedure while implanting the component and the surgeon did not fault the device. Since the procedure was reportedly completed with a backup device with all pieces retrieved and no patient injury resulted from the event and/or surgical delay, no further medical assessment is warranted at this time. Some potential causes of the reported event could include but are not limited to user/procedural variance or surgical technique. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a thr surgery, the ceramic liner was noticed broken. The device broke inside the patient, the pieces were recovered using a hemostatic forceps. There was a delay of 30 minutes reported in the procedure. The procedure was finished with smith and nephew back up device.